Event description:
It was reported by the customer that the tip of duraguard is bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker service technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device is placed in parts retention.